Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's sister reported via phone call that the customer experienced high blood glucose of 466 mg/dl. The customer changed the complete set and the cannula was not bent. It was advised that when the bolus wizard shows 0.0 for a bolus estimate is because there still is active insulin in the body from the last bolus. It was stated that they will let the active insulin run through, check his blood glucose and treat later. Customer declined troubleshooting.